Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that after being in the ocean the keypad buttons became unresponsive. The patient claimed that the battery was changed but the buttons remained unresponsive. The patient stated that no moisture could be seen in any compartment. The patient panicked and tore the keypad rubber away from the pump exposing the buttons. The buttons worked once the keypad rubber was removed. The patient claimed that no moisture was found under the keypad. The patient reportedly wore the pump under garments and does not clean the pump. The patient denied the pump had suffered any trauma. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn. The "contrast" and "ok" buttons were found to be intermittently responding. The "ok" buttons contact was found to be inverted and the "contrast" button contact was missing. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.